Event description:
The user facility reported that the clamp separated from the hose, causing water to flow out onto the floor in the room where the unit is located. No injuries or procedural delays/cancellations reported. Property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the crimp fitting on the hose assembly separated. The technician replaced the crimp fitting, ran test cycles and confirmed the unit was operational; no further issues have been reported.